Event description:
A nurse reports that she experienced the following symptoms: hives, wheezing, swelling of the face and hands, hand sores, hand dermatitis, runny eyes and nose and anaphylaxis. She states that these symptoms were due to her exposure to latex gloves made by several different glove mfrs.